Event description:
It was reported that after the device was used several times in an unk procedure, they received an error code "5". They tried troubleshooting and finally got it to work. When clamping the tissue, one side of the blade completely came off and was retrieved. A new one was used to complete the procedure.

Manufacturer narrative:
Info anticipated, but unavailable at this time.